Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while inspecting the device prior to use on a patient, the non-coring safety needle of the gripper micro blunt catheter detached from the apparatus exposing the needle. No adverse health outcomes were reported.